Event description:
The customer reported ind (indeterminate) flags for creatine kinase-mb (ck-mb) quality control (qc) involving access 2 immunoassay system. No patient samples were analyzed. Beckman coulter customer technical support (cts) performed troubleshooting with the customer and discovered the customer had loaded the reagent pack in the incorrect slot on the carousel. Beckman coulter cts instructed the customer to remove and properly discard the reagent pack and load a new ck-mb reagent pack on the carousel. The customer performed quality control (qc) and results were within the acceptable range upon retest. There was no patient consequence or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting and did not question system performance. (B)(4).